Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment this patient was taken to the operating room (or) for exam under anesthesia for continued bleeding and a cervical laceration was repaired in the or. The subject of this report is a (B)(6) woman, race reported as white g1p1 with placenta previa this pregnancy and no other significant medical history. The subject had no previous abnormal postpartum uterine bleeding or pph. On december 30, 2021, she presented for a spontaneous vaginal delivery at 37.9 weeks and received oxytocin for five (5) hours at delivery of the infant. On admission, her height was noted as 162 cm, weight (B)(6), bmi 33.26 and hemoglobin (hgb) 12.3 g/dl. Her hgb at discharge was noted at 7.7 g/dl. She received epidural anesthesia and delivered a 3360 g infant. The subject was noted to have postpartum hemorrhage related to uterine atony and cervical laceration after her delivery. The crf noted that "no" there was not lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received carboprost (1 dose), txa (1 dose), and methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as "unknown." Jada was noted to be inserted on (B)(6) 2021, in the labor and delivery unit (l&d), 31.8 minutes after placenta delivery and the in-dwelling time of jada was noted as 19.8 minutes total in-dwelling time. This patient received 560 units of cell salvage during jada treatment. The total amount of blood collected in the jada canister was noted as 100 ml and estimated blood loss for this event was reported as 1200 ml. After jada treatment was initiated the site reports that "there was still some bleeding around it" so they transferred this patient to the or for an exam under anesthesia and a "cervical laceration was repaired there." This patient received intrapartum antibiotics for clinical chorioamnionitis and postpartum she received cefotetan for clinical chorioamnionitis and jada use.

Manufacturer narrative:
Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." While the site is unable to confirm a specific lot # for the device used in this case, the site indicated that the lot # for this event is one of these three: 1070801,1069003,1060003. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event.